Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported by an attorney that the patient underwent gynecological procedures on (B)(6) 2007 and (B)(6) 2004 and mesh was implanted. It was also reported that the patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2007 due to sui. Following insertion the patient experienced chronic pelvic and vaginal pain, recurrent urinary infections, painful intercourse, vaginal discharge, vaginal bleeding, vaginal odor, urinary leakage, nocturia and need for additional surgery. The patient continues to currently suffer from chronic pelvic and vaginal area pain and recurring urinary tract infections. No additional information was provided.